Event description:
It was reported that the customer experienced a discrepancy between sensor glucose (sg) and blood glucose (bg) readings. The customer's sensor glucose was 77 mg/dl and blood glucose was 200 mg/dl. The discrepancy occurred after fewer than 4 days of wear. The customer was advised that the sensor may no longer be responding to glucose changes, most likely due to sensor not situated properly preventing sensor from properly tracking changes in glucose. Contributing factors may include site location/rotation, insertion technique, or tape type/technique. No product return is expected for mmt-5100clx.

Manufacturer narrative:
Customer reported sensor with inaccurate readings and decided to change sensor. Received 1 opened/used simplera sensor and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.0b). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: failure analysis notes. Sgdetails 64 = blanking because of a calibration error (bit 6, isceblank). Sgdetails 2147483712 = bit 6, 31. Calibration error blanking - bit 6 "othertermination" aka bit31. In conclusion: the customer complaint of unexpected alerts/alarm is confirmed. This report is being submitted as part of a retrospective review per CAPA 686868. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.